Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was returned for evaluation. No defect found. Reported defect not reproduced on returned meter. Customer returned expired test strips. Most likely underlying root cause: mlc-012: product expired.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 12-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer does not know her expected blood glucose test result range. Customer stated that she obtained the true metrix meter in (B)(6) 2020. Customer stated she had not been testing as the true metrix meter had not been working. At the time of the call, the customer felt well and did not report any symptoms. Customer stated on (B)(6) 2021 she had obtained a result of 327 mg/dl (fasting/non-fasting status was not disclosed), and on (B)(6) 2021 she had been lightheaded, dizzy and had chest pain. Customer stated she had gone to the hospital on (B)(6) 2021, where they had performed an EKG and x-ray. Customer's blood glucose test result at the hospital had been 125 mg/dl fasting. Customer was not treated for diabetes. No diagnosis was provided and no recommended changes to customer's medical treatment plan had been suggested. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification in the (kitchen). Customer's test strips are expired: manufacturer¿s expiration date is 06/30/2021; open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.